Event description:
It was reported that a partial blade detached and a blade lifted. During a percutaneous coronary intervention, a 15mm x 3.00mm wolverine cutting balloon was used to treat a stenosis, which worked fine. After usage of the balloon, and while pulling the balloon out of the catheter, a blade was noticed to be partially detached (partially lifted) from the middle section to the proximal section of the balloon. It was indicated that the blade likely partially detached (lifted) while removing the balloon due to it could be used perfectly fine, and the detachment of the blade was only recognized after removal. The blade was only partially detached and could be removed together with the balloon. The procedure was completed with this wolverine device. No patient complications resulted in relation to this event.